Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: (B)(6) 2022. Reporter is a j&j employee. Part number: 03.033.003. Lot number: 56p3345. Manufacturing site: (B)(4). Release to warehouse date: 26 june 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on (B)(6) 2022, the patient required femoral recon nail. Before insertion of the nail, as soon as the implant was mounted on the insertion handle, the aiming arm was also connected and both static and dynamic screw holes were tested. For testing surgeon inserted relative protection sleeves through the aiming arm holes and tested that screw holes on the nail were aligned inserting long 4.2 drill through the sleeve. Both static and dynamic hole were aligned with the aiming arm. Aiming arm was then disconnected and impactor attached to insert the nail. Once nail inserted at required depth, aiming arm was connected and surgeon proceeded inserting sleeve through aiming arm. Before starting drilling through xray it was noted that the sleeve wasn¿t touching the cortex so surgeon proceeded removing the soft tissues between cortex and sleeve. Once sleeve was on bone, surgeon proceeded drilling for dynamic locking option but once passed the cortex the drill was hitting the nail and surgeon suggested that it was not aligned anymore. Connection of the insertion handle on nail and aiming arm on insertion handle were checked and correct. Surgeon decided to proceed drilling the static locking option and succeeding. This report involves one (1) radiolucent aiming arm/frn greater trochanter. This is report 2 of 2 for (B)(4).